Event description:
A n020 1104g- post craniotomy subdural pressure monitoring kit was involved in an incident which was described as follows; the trocar was used and then the zeroing pre-test took place before the insertion was done. The surgeon could not zero the product (there was no number on the screen just 3 dash lines). The surgeon pulled out of the wire guideline and did not use another product as there was none in stock. There was no pt injury or death involved with this incident. There was no info about whether the surgery time was delayed as a result. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.